Event description:
Reportedly, the physician would like to have explanations on the egm that were displayed during the ventricular pacing threshold test. The egm shows ventricular capture when the ventricular events are spontaneous and the egm are similar when the pacemaker captures and does not capture. The firs investigation of the data shows that the ventricular lead is broken (impedance > 3000 ohms). On (B)(6) 2025, microport was informed that the ventricular lead will be replaced in nancy. The ventricular lead model is unknown as of (B)(6) 2025.

Manufacturer narrative:
The provided picture confirmed the reported issue: on the intracardiac ventricular egm, the ventricular spikes seem to capture and the spontaneous qrs are also visible. Simultaneous external ECG was not provided. The investigation of the data provided showed that the ventricular lead is broken. It is a xfine lead from microport and the complaint report (B)(4) has been created. Recorded ventricular bursts show non-physiological ventricular signals that are most probably due to ventricular lead issue: rupture or isolation failure. The patient has his/her own av conduction, therefore there is no ventricular pause associated with the non-physiological signals. The ventricular impedance is high since the beginning on (B)(6) 2024 and the ventricular detection decreased at the beginning on (B)(6) 2024. The ventricular lead being broken, it is therefore not possible to rely on the ventricular detection and on the signals detected on the intracardiac ventricular egm. No general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the physician would like to have explanations on the egm that were displayed during the ventricular pacing threshold test. The egm shows ventricular capture when the ventricular events are spontaneous and the egm are similar when the pacemaker captures and does not capture. The firs investigation of the data shows that the ventricular lead is broken (impedance > 3000 ohms). On 16 april 2025, microport was informed that the ventricular lead will be replaced on (B)(6). The ventricular lead model is unknown as on (B)(6) 2025.